Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation. Cds0706-xtw (lot: 40104r1089), one of the grippers would not fully lower. Troubleshooting was performed but was unsuccessful. The gripper would only lower approximately 30% of the way. A replacement xtw mitraclip (lot: -40322a1012) was used to complete the procedure successfully. There was no patient involved.